Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 47 mg/dl, with shakiness and cognitive impairment. Reporter also alleges the pump has a crack in the battery compartment. This complaint is being reported because the patient experienced hypoglycemia and the cracked casing was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, correction: sent 08/04/2014: customer support's review of the complaint clarifies that the low blood glucose (bg) was not related to the cracked pump casing. The reporter considered the low bg related to the patient not eating as much breakfast as the reporter had anticipated; the patient then ate a banana and was fine.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 08/18/2014 with the following results: battery compartment is cracked on threads, display is dim/fading/reddish, cartridge and battery caps were not returned with product, a test battery cap was used to verify steps.